Manufacturer narrative:
If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported leaking occurred close to the tip of tubing. There was no patient harm.

Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot found that this lot was re-screened by the leak tester and was released after passing quality testing. The complaint sample was returned for reviewing. The sample was evaluated by fitting the tubing into the pumping tester. The testing result found leaking occurred close to the tip of the tubing and the pump set was unable to be attached properly to the pump. The main door on the pump was unable to close. The reported condition was confirmed. The manufacturing team determined that the reported issue was caused by the pumping section of the aff valve being in the wrong position and not allowing the pump set to be attached properly to a pump. The main door on the pump is unable to close. The root cause will be identified through a formal corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.